Manufacturer narrative:
Per communications with the response center engineer (rce), , no details of the incident were provided. It was only noted that they needed to print ECG data for the patient file. The customer was having issues with printing and was not sure the printer was installed so they contacted their it department to install the printer. The issue was resolved and the customer printed the required patient data. No device malfunction occurred.

Event description:
The customer reported a patient death and the need to extract ECG data. A patient expired.